Event description:
Boston scientific received information that during a follow-up of this cardiac resynchronization therapy defibrillator (crt-d), it was noted that elective replacement indicator (eri) had been reached. The clinician suspected this crt-d reached eri prematurely. A replacement procedure was done. While the physician was disconnecting the leads from the header, the header partially came away from the body of the device. The physician was able to remove all the leads from the header and continue with the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. Visual inspection confirmed the clinical observation of a separated header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. The enhancements have decreased reports of this type.